Event description:
In 2009, the pt/layperson informed a customer care advocate (cca) that his one touch ultra meter had prompted error 2 at 6 pm, one day prior. The pt then reportedly took his usual dose of 8 units novolog. Two hours later the pt reportedly had blurry vision. The pt did not indicate whether he attempted to test on his meter at that time. At 10 pm, the pt tested on another meter, and reportedly obtained a result of 243 mg/dl and then injected 10 units novolog, based on the reading. During troubleshooting with the cca, the meter prompted er2 when the pt pressed the power button. Since the pt reportedly experienced a symptom that meets the criteria for serious injury after reportedly being unable to obtain a result on his meter, the complaint is reported. The cca replaced products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.